Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's internal battery to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non critical issue with their device. There was no patient involvement reported with the event. Upon evaluation by physio-control the device did not charge at all during 100j test. Device attempts to charge during 360j but gets stuck 3/4s of the way through while making a sort of "swishing" noise." In this state the device may not be able to deliver defibrillation therapy if needed.